Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 reperfusion catheter (jet7) and non-penumbra stent retriever. During the procedure, the physician completed the first pass using the jet7 and stent retriever. Upon removal of the jet7, damage was observed 1.5 inches from the distal end. The procedure was completed using another jet7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched approximately 129.0 cm from the hub. The jet7 was kinked approximately 115.0 thru 120.0 from the hub. The jet7 was ovalized approximately 108.0 thru 112.0 cm from the hub. The total length of the jet7 was 132.0 cm. Conclusions: evaluation of the returned jet7 revealed stretching at the distal end. If the stent retriever is forcefully manipulated within the distal shaft of the jet7 during the procedure, damage such as stretching may occur. During the functional test, resistance was encountered as the stretched distal shaft bunched up inside the hub of the demonstration neuron max, and the jet7 could not be advanced any further. No other devices associated with the complaint were returned for evaluation. Further evaluation of the returned jet7 revealed kinks along the distal shaft. These kinks were likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.